Event description:
It was reported that the device under infused. There was patient involvement and no adverse harm reported.

Manufacturer narrative:
E1 phone number: (B)(6). One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. Additionally, the investigation identified downstream occlusion seal damage, an issue that could result in a hazardous situation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced and the device passed all testing.